Event description:
It was reported that increased capture thresholds and pacing lead impedance were observed. Lead fracture was suspected. The lead was explanted and replaced.

Event description:
Additional information noted that the patient was well post-procedure.